Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator after experiencing two charge times that were outside of the extended charge time limit for the device. The device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.